Event description:
Customer reports via phone that during an undetermined urology procedure, the system lost fluoro capability and staff had to completed the procedure using rad images. Customer provided no patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site to investigate but could not duplicate the no fluoro issue. Fse did find a problem with the table handswitch in that the table movements would stop and sometimes the park arm would be close to the x-ray position but not quite there. Fse troubleshot the problem to a bad handswitch cable, and resolved by replacing that coiled cable. Fse checked systems for proper operation per service checklist and returned the unit to service.